Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported a 70-year-old female patient was implanted with an impella cp for mechanical circulatory support after papillary muscle rupture due to acute myocardial infarction. However, the pump reportedly did not start. The cp was therefore explanted and replaced with another cp. Upon removal, the blades in the pump appeared to be damaged and some tissue matter was found. There was no reported patient harm.

Manufacturer narrative:
The investigation into the pump stop has been completed since the original report was filed. The device was returned to the lab for investigation. The root cause of the pump did not start was determined to be a damaged outflow cage.

Manufacturer narrative:
The root cause of the pump did not start issue was most likely due to a damaged outflow cage but the exact cause of the deformity is unknown due to a lack of clinical details. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05369: h.6 code 2199, 1476, 2976, and 4741 were reported incorrectly. New code was added medical device problem code. H6 type of investigation missing. H6 213 and 19 were reported incorrectly. New codes were added investigation findings and investigation conclusions.